Event description:
An employee was loading the washer and bumped the right upright trim panel with the loading cart, causing the panel to fall off its mountings and hit her on the head. She was not injured and did not require medical attention.

Manufacturer narrative:
The component involved in the event is a thin long vertically mounted door frame panel that is secured by press-click type hardware. As the user maneuvered the cart, the panel was accidentally bumped out of place. The component was reattached by a service technician.